Event description:
Litigation papers allege on or about (B)(6) 2007, pt suffered the following personal and economic injur(ies) as a result of the implantation with the asr hip implant: pain and suffering (past and future), medical expenses, and loss of enjoyment of life. It is further alleged the pt could not have known that he/she was injured by excessive levels of chromium and cobalt until after the date he/she had his/her blood drawn and he/she was advised of the results of said blood-work. Pt has not yet schedule an explantation of the left asr hip implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege on or about (B)(6) 2007, patient suffered the following personal and economic injur(ies) as a result of the implantation with the asr hip implant: pain and suffering (past and future), medical expenses, and loss of enjoyment of life. It is further alleged the patient could not have known that he/she was injured by excessive levels of chromium and cobalt until after the date he/she had his/her blood drawn and he/she was advised of the results of said blood-work. Patient has not yet schedule an explantation of the left asr hip implant. ***update: 01/11/2012 - the sales rep has reported the revision surgery. There was no indication of reason for revision. Part and lot information has been provided. There is no new information that would change the outcome of this investigation.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.